Manufacturer narrative:
Final analysis found no output or telemetry during interrogation. The device was at end-of-life (eol) due to normal battery depletion. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a symptomatic patient presented in the emergency room in back-up vvi mode. The patient had been lost to follow-up. The pulse generator was replaced.